Event description:
The user is reporting the device would power on when retrieved for a patient use event. The patient survived.

Manufacturer narrative:
Updated conclusion code grid.

Manufacturer narrative:
Updated conclusion code grid.